Event description:
Patient's left eye on 12/1999 with no complications, has since opacified. Prognosis stated as prro, vision hazy, with visual acuity reported as 0.7. There are no plans for explanatin at this time. No further information is available at the time of this report.